Event description:
While trying to reposition malar bone the repositioning pin broke in half, however no parts of the pin were left inside the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.